Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8212735. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Has been found containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that foreign matter is on the needle tip after unwrapped the package/during priming. On (B)(6) 2019, when the nurse performed a pre-use examination for the patient's retention needle puncture, it was found that there was a foreign object on the tip of the needle and replaced it immediately. Not applied to patients, no impact on patients.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Has been found containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that foreign matter is on the needle tip after unwrapped the package/during priming on (B)(6) 2019, when the nurse performed a pre-use examination for the patient's retention needle puncture, it was found that there was a foreign object on the tip of the needle and replaced it immediately. Not applied to patients, no impact on patients.